Event description:
The customer provided more information for this event. The customer reported three falsely elevated carbon dioxide (co2) results and four falsely depressed creatinine 2 (cre 2) results were generated on patient samples on an atellica ch 930 analyzer. The initial results were reported to the physician(s). Following replacement of the affected valve, the customer successfully ran quality control (qc) and repeated the samples on the same atellica ch 930 analyzer. The repeat results were provided to the physician(s), as the correct results. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2025-00078 with the FDA on 07-mar-2025. Update (27-mar-2025): the customer provided patient results and information about the patients of the affected samples. Sections a1, b5, b6, and b7 were updated to reflect the additional information.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that liquid from cuvette wash probe 4 dripped into cuvettes of the atellica ch 930 analyzer. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the fluidic valve for cuvette probe 4. Then, the cse processed quality controls (qcs), which recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that liquid from cuvette wash probe 4 dripped into cuvettes of the atellica ch 930 analyzer. The customer reported that discordant results were generated and reported to the physician(s). The samples were rerun and reported to the physician(s) as the correct results. The customer did not provide further details. There are no known reports of patient intervention or adverse health consequences due to the event.